Manufacturer narrative:
Failure analysis noted that the pump was, unable to prime unit during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The insulin pump passed the rewind and displacement test. No rewind anomalies were noted. However, the pump did have a cracked case at display window corners and battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call rewind anomaly. Blood glucose at the time of incident was 207mg/dl. The customer states they are stuck in rewind completed/bolus delivery loop. The customer state they did not attempt to deliver a bolus while in rewind/fill. The pump would not exit the rewind completed/bolus delivery loop and complete the fill tubing successfully. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis. The device will be returned for analysis.